Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced continuous glucose monitoring signal loss attributed to a bluetooth disconnection while using a dexcom g7 with the ilet system, after which connectivity was restored and a blood glucose value of 224 mg/dl was observed; troubleshooting and education were provided for cgm signal loss. Symptoms included hyperglycemia without acute clinical manifestations. Outcomes included no need for medical intervention, hospitalization, or assistance from others, and no use of backup therapy or ketone testing. Investigation included user education and confirmation of restored connectivity following bluetooth reconnection. Investigation of this case revealed that the loss of cgm signal was consistent with a communication disruption between the sensor and receiving device, with no device malfunction identified once bluetooth was re-established. It was concluded, based on previously established findings for similar reports, that the cause was user¿device communication interruption due to wireless connectivity loss.